Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to infection.

Manufacturer narrative:
No devices or photos were returned therefore a determination on the condition of the device could not be made. The devices part number and lot numbers were not provided therefore review of its device history records and a complaint search could not be performed. The device was used for treatment. It could not be confirmed if the devices used are an approved and compatible combination. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.